Manufacturer narrative:
The lot was manufactured august 19, 2016 ¿ august 20, 2016. The device was received for evaluation with no fluid in the bladder. Visual inspection identified that the luer lock was cracked. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume intermate was missing a blue winged luer cap. The event was observed prior to use; therefore, there was no patient involvement. No additional information is available.